Event description:
Caller reported a malfunction on the pump before a notable event occurred. There was no impact on the customer's blood glucose level, which did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.